Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer's daughter explained that the customer experienced excessive thirst as a symptom related to her high blood glucose. The customer did not experience any significant events prior to the emergency room visit. The customer had only received the low reservoir and low battery notifications on the insulin pump previously. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.